Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after attempts 08/26/2024 and 08/29/2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient involvement.

Manufacturer narrative:
The end user could not determine cause of loss of mechanical ventilation. The customer declined ge healthcare service.